Manufacturer narrative:
Concomitant medical product: 4965-50 leads (x2) implanted: (B)(6) 2006; dtba1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that an alert triggered on the right ventricular (rv) lead. There was high impedance, noise, oversensing, failure to capture, and elevated thresholds. Fracture was suspected and x-ray showed abnormal insulation break. Therapies were turned off and the lead was capped and replaced. The patient is a participant in the (B)(6)clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.